Event description:
Additional information received from the consumer reported they received home care temporarily to help with their burn healing as well as removal of the burned tissue/flesh. The consumer used burn ointments, patches, and etc. To help with the healing of the implant area. According to the consumer the electrical surges commenced following surgery in (B)(6) 2014 and lasted until (B)(6) 2014 when they stopped all together. The consumer¿s bladder symptoms commenced sometime around spring or summer of 2014 then ceased after (B)(6) 2014, and then recommenced in (B)(6) 2015/(B)(6) 2016 until the present time. On (B)(6) 2017 the healthcare provider (hcp) stated they would perform surgery to remove the ¿faulty unit¿ and replace it with another unit. (B)(6). No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she had a severe burn occur on her right buttock below the implant/in implant area. Patient stated afterward, she began experiencing electrical surges in her groin. Patient stated she also later had a return of symptoms and was no longer able to communicate with the implant. Patient noted later having lost the patient programmer (pp). Patient stated she was going to follow up with health care provider (hc) but wanted to inquire about next step considerations. The patient indicators for use were gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event" in the event description.